Event description:
Per the audiologist's report, this bilateral coclhear implant patient was hospitalized for 5 days due to mastoiditis following cochlear implantation surgery. During the hospital stay, IV antiobiotics were administered to the patient. He is reportedly recovering and doing well.

Manufacturer narrative:
This is a final report.